Manufacturer narrative:
During the initial call with the customer, the rse reviewed the abp alarm settings/noted high/low sys: 160/90. The rse went into config mode noted the extreme alarms were disabled. The rse explained that with current settings only a yellow level alarm will announce; the only type of red alarm would be for abp disconnect, and that would need to stay in that condition for approximately one minute. The rse verified that the customer was using a philips intellivue information center (piic) classic, and advised the customer that this would require onsite support to have a philips technical consultant (tc) to pull logs at both the bedside monitor and piic. The customer wants to wait to have a discussion with the manager and will call back. Multiple follow-up attempts were made by the rse, however, no further response was received from the customer; therefore, the case was closed. Based on the information available and the testing conducted, the cause of the reported problem was not able to be determined. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on an intellivue mp70 monitor indicating that the device did not alarm for a systolic arterial blood pressure (abp) reading at 70mmhg at 07:22 on (B)(6) 2025. The customer wants to know if there is a way to look at logs to review the incident. A philips remote service engineer (rse) spoke to the customer, and instructed to go under patient window>alarm review. The rse had the customer look for an alarm at the specific time frame, but they could not find any. The rse looked at the wave/trend reviews at that time; rse noted normal abp/nbp readings. The rse advised this would require onsite support to have a philips technical consultant (tc) to pull logs. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.